Manufacturer narrative:
Ethinicity was inadvertently clicked, please disregard information in that field. The reported complaint was confirmed. Per the srt, the root cause could not be identified and it was determined that the device was beyond economical repair and would not be repaired. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the central control monitor (ccm) would not boot up. There was no patient involvement.